Event description:
Boston scientific received information that latitude detected a red alert from this system due to a high shock impedance measurements. A boston scientific sales representative confirmed that the measurements are intermittently slightly greater than 125 ohms as her baseline impedance measurements were always high. All other lead measurements were stable and the patient will continue will normal follow up visits. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received one month following the initial reported clinical observations stating that the associated device had migrated a little laterally which could be causing or contributing to the slightly higher shock lead impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
This supplemental report is being filed because the device was subsequently electively explanted for normal battery depletion and was returned for routine testing.